Manufacturer narrative:
The product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and dimensional test were performed following j&j medtech procedures. Visual analysis revealed that one of the splines was detached, with exposed wires, missing electrodes and stress marks. Evidence of good manufacturing of the device was observed. The dimensional test was performed, and the measures were within specifications. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The customer complaint was confirmed as the damage observed on the spines and electrodes could be related to the reported event. The potential cause of the separation of the spline and electrode could be related to the manipulation of the device during the procedure. The stress marks observed suggest that excessive force was applied to the device. A user error was identified as the patient had a mechanical mitral valve and the instructions for use (IFU) of the device state that do not use the catheter in patients with prosthetic valves. In addition, the IFU includes the following recommendation: do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav and the catheter splines got stuck in the mechanical mitral valve. Splines are not working and they changed the catheter. There was no patient consequence. This event was originally assessed as not MDR reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and dimensional test were performed. Visual analysis revealed that one of the splines was detached, with exposed wires, missing electrodes and stress marks. This finding is MDR reportable.